Event description:
It was reported that during a breast biopsy, after taking post stereo images, the collagen had deployed in the breast but there was no clip in the collagen. Placed another marker into the breast and the second marker did not deploy. They changed to a third marker and it deployed properly. There was no pt consequence reported. Case was completed using the third marker.

Manufacturer narrative:
Date sent: 05/14/2008. D9e584 (batch # for device c); exp date = 08/2012 (device c). (Device c): 2007. Introducer sheath detached from handle. The analysis results confirmed that devices b and e were received sterile and in good visual condition, with the marker and clip present. The firing mechanism was tested and the introducer tube detached from handle while firing the collagen plug. Device c was received in good visual condition, with the marker and clip present. The firing mechanism was tested and the introducer tube detached from handle while firing the collagen plug. Device d was received with the tube detached from the handle and the collagen plug with the clip present. Funtional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.